Event description:
It was further reported that the lead was explanted. A lead replacement is planned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil impedance was observed to be greater than 200 ohms. Follow-up received indicated that there has been no intervention done yet. The case is being followed. The lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary -the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, beginning (B)(4) 2013 the superior vena cava (svc) defibrillation coil was greater than 200 ohms.